Manufacturer narrative:
(B)(4). Ratchet pawl.

Event description:
It was reported that during an unknown procedure, the clips came out of the distal jaws of the applier at an angle and did not form correctly. Another device was used to complete the procedure. There was no adverse consequence to the patient.